Manufacturer narrative:
H10 h3, h6: the device, intended to be used during treatment, was returned for a prior investigation and was discarded. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review was performed and found similar reports of the failure mode. A relationship between the device and the reported event have been established. Visual inspection of the device confirmed that the head of the checkpoint was not completed. This was covered by the fact that the portion to be removed was still partially attached and gave the appearance of a finished surface. While inserting the pin onto the handle the edge of the material was caught and revealed as not fully connected. This was likely due to a manufacturing process error.

Event description:
It was reported that during staff training, it was found that one of the checkpoint pins would not fit into the t-wrench. After inspecting the pin, it was found some metal was uncoiling from the main body of the pin. The investigation found that when the pin was inserted onto the handle, the edge of the material was caught and revealed as not fully connected (broken). All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.